Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that had experienced high blood glucose of 600 mg/dl and wanted to check insulin pump to make sure everything was working. Troubleshooting found that the customer's drive support cap and settings were normal and no air bubbles in reservoir. Customer wanted to perform a high pressure test but did not have a clamp. Customer was advised that a clamp will be mailed to her and to discontinue use of the device and revert to a back-up plan per her doctor's instruction. Troubleshooting indicated for customer to call back when clamp received to further troubleshoot.